Event description:
New information received notes that the helix of the right ventricular failed to retract and the lead high pacing impedance was due to lead damage.

Event description:
It was reported that during procedure, the helix of the right ventricular lead failed to extend and sustained helix damage. Upon lead placement, the lead exhibited high pacing impedance. The lead was not used and was replaced on (B)(6) 2024. The patient had no consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of helix damage and high pacing impedance were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Final analysis found the visual inspection of the lead helix to be retracted and clogged with blood. X-ray examination found no anomalies. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.